Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device failed to calibrate the shunt sensor. No other details regarding the nature of the event were provided. There was no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.